Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level at the time of the incident was 44 mg/dl and current blood glucose level was 102 mg/dl. It was unknown that the auto mode feature was active at the time of high blood glucose event. Customer was treated with food. The customer declined troubleshooting for low blood glucose. No further complications were reported. The customer will discontinue to use the device.